Event description:
It was reported that the error message -magnet on-going- displayed during attempts to conduct a threshold test. Reinterrogating did not resolve the issue. By doing a threshold test in temp programming, a valid threshold could be obtained.